Event description:
It was reported that, "pt was given a bath to soon after a tka and resulted in inflammation to the joint and possible infection. Doctor decided to do a joint irrigation and debridement and and poly swap."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.